Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The reporter alleged that the pump had intermittent sounds when alarms were present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2014 with the following findings:during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The pump¿s audio tones were present on power up and triggered upon alarm events. The pump¿s audio tones were found to be within the required specifications. The pump was opened and all piezo connections and solder joints were intact; no damage was observed. The complaint of the intermittent sounds when the pump was emitting alarms was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.